Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided on the final report.

Event description:
It was reported that the patient experienced ineffective therapy. Reprogramming was unable to provide resolution. X-rays were taken and did not find any abnormalities. As result, surgical intervention was taken to replace the ipg.